Event description:
The field service representative reported the user received a questionable direct bilirubin result for one patient sample. The initial result was 10.73 mg/dl with a data flag. The sample was automatically repeated by the instrument and the result was 2.4 mg/dl which was reported outside the laboratory. The physician called the laboratory stating he believed the direct bilirubin result to be erroneous. The user then performed a 1:1 manual dilution and retested the sample. The result was 5.8 mg/dl and multiplied by the dilution factor was 11.6 mg/dl. A corrected report of 11.6 mg/dl was reported. The patient was not treated based on the erroneous result. The direct bilirubin reagent lot number was 63130401. The field service representative did not find any problems or discrepancies with the analyzer. He inspected the water pressure and gear pump pressure, noted all the nozzles on the rinse mechanism were filling and cleaning properly and noted all the alignment checks were acceptable. To verify the analyzer operation, he ran precision testing with passing results. The field service representative retested the original sample on (B)(6) 2011 and the results were 9.91, 9.85, 9.84, 9.90, 9.91 and 9.91 mg/dl. He retested the 1:1 manual dilution and the result was 5.6 mg/dl and multiplied by the dilution factor was 11.2 mg/dl.